Event description:
It was reported the patient experienced difficulty recharging the ipg. Surgical intervention was undertaken to explant and replace the device. Effective stimulation was recaptured following the procedure.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Correction/removal numbers: 1627487-05242011-002-r; 1627487-12192011-003-r; 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.